Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failures alarm. Customer¿s blood glucose level at time of incident was unknown and other blood glucose level was 168 mg/dl. The customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer reported that the alarm occurred during rewind process and the second time occurred during a battery change. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.